Manufacturer narrative:
Power coil cable.

Event description:
It was reported by service report that the foot end lift was stuck in high height. It is unknown if there was pt involvement; however, no adverse consequences are reported.